Manufacturer narrative:
Device evaluated by manufacturer - yes. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2011 (error getting version strings from instrument host) occurred with the (B)(6) system. The customer called amo technical support team and in troubleshooting via phone, the customer was requested to secure connections and restart machine. This resolved the error issue. There was no patient involvement reported and no patient treatments delayed or cancelled.